Event description:
It was reported that a patient presented remotely with instances of high and low defibrillation impedance values when compared to the chronic value. No intervention or adverse patient consequences were reported.